Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a total lap hysterectomy, the needle broke while using the device. The broken needle was retrieved by using graspers. Another device was opened and used to complete the case. No adverse event has been reported. The device will be returned for evaluation. (B)(4).